Manufacturer narrative:
Qn# (B)(4). The customer returned one opened kit with various components including a dilator for evaluation. Visual examination revealed the dilator tip was split and compressed, damage consistent with undue force being applied to the dilator tip during an attempted insertion. The overall length of the dilator body measured 135 mm which is within specifications of 134-146 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage. This dilator is designed to have a stepped-dilation with two outer diameters. The outer diameter at the distal half of the dilator measured to be 0.137" which is within specifications of 0.125-0.137" per product drawing. The outer diameter at the proximal end of the dilator (near the hub) measured to be 0.158" which is within specifications of 0.156-0.160" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and compressed, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the dilator tip was damaged during use. Another device was obtained.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the dilator tip was damaged during use. Another device was obtained.